Manufacturer narrative:
The adjudication minutes were received and agree with the previous diagnosis of tia post stent implantation and that the event was procedure related. Post-procedure, she experienced hypotension treated with neo-synephrine. The adjudication notes also agree that two days post procedure a cva was diagnosed. This was determined to be product and procedure related. The received adjudication notes state that the patient is an (B)(6) woman with a history of dyslipidemia and hypertension. Pre-procedure on (B)(6) 2012, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The patient underwent the index procedure with delivery of the angioguard rx ecgw device, pre-stent balloon angioplasty and placement of one precise pro rx stent in the left ostial ica. Upon retrieval of the angioguard rx ecgw, no debris was found in the filter. The site reported a 25% final residual in-lesion stenosis. The procedure was uncomplicated. Post-procedure, she experienced hypotension treated with neosynephrine administration until blood pressure stabilized. Post-procedure on the same day, the nih stroke scale score was 2 due to mild to moderate aphasia and "very mild" dysarthria. A hand-written comment for motor function in the right leg noted "some drift due to sheath recently pulled", with a score of 0 for this function. The rankin stroke scale score was 0. A brain CT scan on the same revealed no hemorrhage, mass lesion or acute infarction. Moderate white matter disease and mild ventriculomegaly were noted. A consultation on the next day reported that neurological examination revealed no neurological abnormalities. The patient was alert, awake and oriented, followed commands with full motor power in all four extremity. Impression: possibly, transient ischemic attack, or possibly sedation. Two days post procedure a consultation note reported that the patient's speech was better, however, she complained on of difficulties using her hand while eating. Subsequent neurological examination reported no dysarthria and intact motor strength. A follow up brain CT scan showed no intracranial hemorrhage, acute infarct, or masses. Three days post procedure, a follow up consultation note reported that the patient "feels better with better speech, but her hand is mildly weak." Neurological examination noted mild right hand grasp weakness; speech is better, oriented x3. Assessment: mildly low dysarthria with mild right weakness, no new cva on CT of the head. A progress note on the day of discharge reported that the patient feels the same, right hand still mildly weak, not changed. The patient was discharged four days post procedure on asa and clopidogrel. The site reported an event of tia on (B)(4) 2012 with neurological deficit of dysarthria that lasted less than 24 hours and fully resolved with no deficits. At 30 day follow-up, the nih stroke scale score was 0 and the rankin stroke scale score was 0. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00062 and 1016427-2013-00017.

Manufacturer narrative:
The adjudication minutes were received and agree with the previous diagnosis of tia post stent implantation and that the event was procedure related. Post-procedure, she experienced hypotension treated with neo-synephrine. The adjudication notes also agree that two days post procedure a cva was diagnosed. This was determined to be product and procedure related. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Per the physician, it is possible the patient could have had an acute neuro event due to the hypotension and/or the procedure. The subject was seen by the principal investigator post procedure and the neuro exam was reported as normal. There is a note from the neurologist that states staff stated the subject had slurred speech post procedure but the daughter found the speech to be normal. A CT scan of the head was found to be unremarkable. The prolonged hospitalization was related to anemia. The patient was discharged five days post procedure at baseline. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The products were not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As reported by the (B)(6) registry, the patient experienced an adverse event of hypotension during the index procedure. Post procedure, the physician noted the patient to have some slurred speech. Recovery was full with no deficit. The event lasted less than 24 hours. The diagnosis was a possible transient ischemic attack related to hypotension. The patient is (B)(6) female who was enrolled in the (B)(6) study for stenting of the carotid artery. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified and moderately tortuous. The rate of stenosis was 85%. An angioguard (701814rec/ lot 70812557) embolic protection device was deployed distal to the lesion. The lesion was pre-dilated and a precise (pc0940rxc/ lot 15738644) stent was successfully deployed at the lesion. It was noted that neo-synephrine was given for hypotension; right after the stent was deployed. The angioguard was removed and upon inspection there was no debris found in the filter basket. The patient also appears to possibly have some mild neurological deficit after her surgery. As per the physician, the patient's speech appeared to be slowed but intact. The patient also complained of some left hand clumsiness though her strength appeared to be intact. In the ICU the patient was found to have low hemoglobin. The patient's hemoglobin was approximately 14 prior to the procedure one month ago, and hemoglobin done yesterday was low at approximately 9.gi consult was made for a possible gi bleed.

Manufacturer narrative:
As per the physician, it is possible the patient could have had an acute neuro event due to the hypotension and/or the procedure. The subject was seen by the principal investigator post procedure and the neuro exam was reported as normal. There is a note from the neurologist that states staff stated the subject had slurred speech post procedure but the daughter found the speech to be normal. A CT scan of the head was found to be unremarkable. The prolonged hospitalization was related to anemia. The patient was discharged five days post procedure at baseline. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00062 and 1016427-2013-00017.

Manufacturer narrative:
As reported by the (B)(6) registry the patient experienced hypotension during the index procedure. Post procedure the physician noted the patient to have some slurred speech lasting less than 24 hours with full recovery. The diagnosis was a possible transient ischemic attack (tia) related to hypotension. The target lesion location was the ostium of the left internal carotid artery described as mildly calcified and moderately tortuous with a stenosis of 85%. An angioguard embolic protection device was deployed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully deployed. It was noted that neo-synephrine was given for hypotension; right after the stent was deployed. The angioguard was removed and upon inspection there was no debris found in the filter basket. The patient also appears to possibly have some mild neurological deficit. As per the physician, the patient's speech appeared to be slowed but intact, but the patient's daughter found the speech to be normal. The patient also complained of some left hand clumsiness though her strength appeared to be intact. In the ICU the patient was found to have low hemoglobin. Gi consult was made for a possible gi bleed. No active bleed was found. As per the physician, it is possible the patient could have had an acute neuro event due to the hypotension and/or the procedure. The subject was seen by the principal investigator post procedure and the neuro exam was reported as normal. A CT scan of the head was found to be unremarkable. The patient was discharged five days post procedure at baseline. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00062 and 1016427-2013-00017.